Event description:
On (B)(6) 2010, patient reported that while in the process of changing the insulin cartridge, the cartridge plunger stayed stuck on the piston rod. Assisted patient with removing the stuck plunger. Patient reported she was able to remove the stuck plunger successfully. Patient reported there was a little insulin that spilled into the infusion device's chamber but she can dry it out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.